Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the nurse was holding the syringe in her right hand and while inserting it into the sharps box, holding the flap with her left hand, poked her left index finger. She believed that she had engaged the safety with the right thumb before discarding, but it apparently it had not engaged. There was no medical intervention required and there was no patient injury.

Manufacturer narrative:
The device history record review concluded that there were no related issues recorded throughout the manufacturing and control processes. The manufacturing records were reviewed for the reported lot and no related event occurred during the overall process for this lot. The manufacturing site has not received any samples or photographs with this customer report. There were no anomalies found on testing of five archived samples from the same lot. It is recommended that a hard surface activation or thumb activation with no sliding motion is used for the safety needle. In the case there is no hard surface available, use your thumb to push the safety shield over the needle until an audible ¿click¿ signal is perceived. This indicates proper activation of the safety mechanism. The needle is fully covered by the safety shield. Discard used device into a sharps container according to facility protocol. There is no evidence of a trend therefore no immediate corrective action is required. We will continue to monitor the product for a reoccurrence or trend.